Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was displaying a red x in the ready for use indicator despite the device passing opcheck. There is therefore a discrepancy between the ready for use indicator and the opcheck status. No pt involvement.